Event description:
It was reported that a patient underwent an uneventful pelvic floor repair procedure in 2006. During 2007, the patient returned to the surgeon with a recurrence of the anterior wall defect. The surgeon opines that the anterior wall defect was probably due to extra-normal physical exertion as the patient performs heavy lifting on a farm and has had an extreme coughing episode. The patient has been scheduled for a second anterior repair procedure the following month.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.